Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 275 times. The following information was provided by the initial reporter. The customer stated: the "tubes did not fill to the fill line. Regardless of which sample collection set used the vacuum is not sufficient."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1154218. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-06-03. Medical device lot #: 1203646. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-07-22. Investigation summary: bd received an additional two hundred and eighty-four (284) samples for investigation after receiving nine (9) samples of batch 1154218. Twenty (20) samples of each batch were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. The original nine samples were previously evaluated by functional testing and underfill was not observed. Additionally, eleven (11) retention samples of lot 1154218 and twenty (20) retention samples of lot 1203646 from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1154218. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-06-03. Medical device lot #: 1203646. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-07-22. Investigation summary: bd received an additional two hundred and eighty-four (284) samples for investigation after receiving nine (9) samples of batch 1154218. Twenty (20) samples of each batch were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. The original nine samples were previously evaluated by functional testing and underfill was not observed. Additionally, eleven (11) retention samples of lot 1154218 and twenty (20) retention samples of lot 1203646 from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 275 times. The following information was provided by the initial reporter. The customer stated: the "tubes did not fill to the fill line. Regardless of which sample collection set used the vacuum is not sufficient."